Event description:
It was reported that the ECG monitor would go blank while the footpedal is activated and return to normal when footpedal was released.

Manufacturer narrative:
It was reported that the ECG monitor would go blank while the footpedal is activated and return to normal when foot pedal was released. The generator has been returned to the manufacturer for evaluation. Once the investigation has been completed. A follow-up report will be submitted.